Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The pump had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 12mmol/ l at the time of the incident. The customer reported that there was a crack on her pump at the edge of the reservoir compartment. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.